Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient faced a bent cannula due to which he experienced high blood glucose level. Therefore, on (B)(6) 2021, the patient was admitted to the hospital due to an infection in the foot with blood glucose level of 1000 mg/dl. The site location was side of patient's abdomen. During hospitalization, he received intravenous insulin drip as corrective treatment. The patient was hospitalized for two weeks. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.